Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative:  corrected device evaluated by MFR. Added concomitant medical products. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported allegation. The poly insert was found to be undersized with no root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: review of manufacturing records was performed by depuy engineering and found all products in this lot passed inspection prior to release from manufacture according to the DHR.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received that the event occured during primary surgery. Material received at loc but shipment to analysis site delayed due to quarantine restrictions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported allegation. The poly insert was found to be undersized with no root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : review of manufacturing records was performed by depuy engineering and found all products in this lot passed inspection prior to release from manufacture according to the DHR.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is complaining the fit between the inlay and the metal shell in the self-centering bipolar head. A larger clearance of the components than in the past was observed and clarification was requested. Another self-centering bipolar head was available and used (same ref, other lot), but the phenomenon was the same here. Surgery was finished anyhow, an adverse patient consequence was not reported, a surgical delay was not reported.